Manufacturer narrative:
D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a unk_smart touch bidirectional sf and the patient experienced a pericardial effusion that required drainage. Posts procedure, the patient developed a pericardial effusion that required drainage (pericardiocentesis). The injury (pericardial effusion) was discovered due to patient's condition and was confirmed by the physician and echocardiography. The last known condition of the patient was unknown. It was noted that the "competitive" products involved in the incident included a baylis nrg transseptal needle, a boston scientific faradrive sheath, and farawave pfa (pulse field ablation) catheter. The ngen generator was in use as well along with smarttouch sf. Other bwi products include pentaray, soundstar and webster cs (coronary sinus).